Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal coronary intervention procedure. Reportedly, the lever was lowered, and the foot was completely retracted, but the prostyle device could not be removed. Excessive force was attempted; however, a surgical cut down was required to remove the device. During removal of the device, the sheath became separated and was removed during surgery. Hemostasis was achieved via the cut down. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported detachment was confirmed based on the returned device condition. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle suture mediated closure and repair device against resistance until the cause of the resistance has been determined. In this case, the force applied was circumstantial due to the difficulties experienced. Based on the returned device condition, it appears that the observed guide detachment occurred during placement attempt and contributed to the reported device entrapment. Therefore, the application of force did not directly contribute to the reported difficulties. Based on the returned device condition and the reported information, the observed guide detachment appears to be related to downward force or torsional manipulation applied during device placement attempt. Detachment of the guide would compromise the foot functionality which subsequently contributed to difficulty removing the device. Removal attempt under these conditions likely contributed to damage and detachment of the sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.